Event description:
Radial needle accessed brachial artery under ultrasound guidance. Balance middleweight (bmw) wire was then advanced and visualized under fluoroscopy. However, there was a 90 degrees bend in the bmw wire. On removal, it was noted that the wire sheared off and only part of the wire was retrieved. Femoral arterial access was obtained. Angiography revealed the wire had entered the brachial artery above the av fistula, turned 180 degrees, went through the av fistula and into the subclavian vein. A snare catheter advanced in the venous system and remaining wire was retrieved. No complications to pt.